Manufacturer narrative:
Analysis of the programmer antenna (lot# 541900001) found the antenna failed the telemetry test even though the resistance was correct. There was an antenna jack failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, product type: programmer, patient. Product ID: 37092, lot#: 541900001, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient programmer antenna had a defect. It was further reported that when the patient programmer and antenna were used, communication with the parkinson¿s disease patient¿s implantable neurostimulator (ins) was not possible; however, when only the patient programmer was used, the device was able to communicate with the ins. This issue was duplicated when the antenna in question was used with a different patient programmer, where communication was possible between the programmer and the ins but not between the programmer and antenna and the ins. The hcp reported that an ¿initial failure¿ had caused the event. The patient¿s programmer and antenna were to be replaced as a result of the event. The issue remained unresolved at the time of report and the patient was instructed to use only their patient programmer until the devices could be replaced. There were ¿no¿ surgical interventions planned or performed and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.